Event description:
It was reported that the lead exhibited intermittent capture at 7.5v at 1.5ms and loss of capture at 7.5v at 1.0ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.